Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other armada catheters referenced are filed under a separate medwatch report numbers.

Event description:
It was reported that in general, armada percutaneous transluminal angioplasty (pta) catheters tend to stick to the guide wire. In addition, the balloons are "winging out." There was no reported adverse patient effect, and no reported clinically significant delay in any of the procedures. No additional information was provided.